Event description:
It was reported that a patient underwent an episiotomy repair procedure on (B)(6) 2012 and continuous suture was used to sew muscles and mucous membrane. On (B)(6) 2012, the patient experienced pain and returned to the hospital. The surgeon found that the wound did not heal well and the suture was broken. The area was sterilized and the wound was re-sutured. Currently the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for sterility and for knot pull tensile strength and they met the requirements.